Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and section h6 patient codes and h6 impact codes. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the cardiac arrest, complete heart block, tamponade, pericardial effusion and hypotension are known inherent risks of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the versacross connect access solution device confirmed that the events of cardiac arrest, complete heart block, tamponade, pericardial effusion and hypotension are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of cardiac arrest, complete heart block, tamponade, pericardial effusion and hypotension are known inherent risk of the versacross connect access solution device. Cardiac arrest, complete heart block, tamponade, pericardial effusion and hypotension are expected procedural complication addressed within the IFU for the versacross connect access solution. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that during a left atrial appendage laa closure procedure heart block, cardiac arrest, pericardial effusion, cardiac tamponade, and hypotension occurred. Septal puncture was attempted using a versacross connect radiofrequency (rf) transseptal wire which induced complete atrioventricular block and resulted in cardiac arrest. Cardiopulmonary resuscitation was immediately initiated and hemodynamics were restored. As a precaution, a temporary pacemaker was placed through the right internal jugular vein by the anesthesiologist. At the patients condition stabilized, the laa closure procedure resumed. A septal sheath and rf needle were used to perform the septal puncture, and a watchman closure device was successfully implanted. Upon removal of the watchman access system and watchman delivery system from the left atrial, transesophageal echocardiogram (tee) indicated an increase in pericardial effusion (pe) around the right atrium. Heart failure was reported as a pre-existing condition. Cardiac tamponade was diagnosed as the patients blood pressure also dropped. Hemodynamics stabilized following the administration of vasopressors, fluid infusion, and percutaneous drainage. Patient also received two units of packed red blood cells in the operating room. Computed tomography (CT) imaging confirmed leakage from the tip of the temporary pacemaker. The patient was transferred to the intensive care unit under continued drainage and intubation management. The patient has been weaned from the ventilator but still hospitalized. The device was disposed of and not expected to be returned. It was further reported, the patient has passed away. The patient was extubated and showed signs of recovery but developed a catheter-related infection. Antibiotics were administered, but the patient developed septic shock and multi-organ failure. A do not resuscitation (dnar) and palliative care were provided based on the families wishes. Medical narcotics were administered. It was further reported, there was no autopsy performed. The patient had a medical history of cardiac amyloidosis.

Event description:
It was reported that during a left atrial appendage laa closure procedure heart block, cardiac arrest, pericardial effusion, cardiac tamponade, and hypotension occurred. Septal puncture was attempted using a versacross connect radiofrequency (rf) transseptal wire which induced complete atrioventricular block and resulted in cardiac arrest. Cardiopulmonary resuscitation was immediately initiated and hemodynamics were restored. As a precaution, a temporary pacemaker was placed through the right internal jugular vein by the anesthesiologist. At the patients condition stabilized, the laa closure procedure resumed. A septal sheath and rf needle were used to perform the septal puncture, and a watchman closure device was successfully implanted. Upon removal of the watchman access system and watchman delivery system from the left atrial, transesophageal echocardiogram (tee) indicated an increase in pericardial effusion (pe) around the right atrium. Heart failure was reported as a pre-existing condition. Cardiac tamponade was diagnosed as the patients blood pressure also dropped. Hemodynamics stabilized following the administration of vasopressors, fluid infusion, and percutaneous drainage. Patient also received two units of packed red blood cells in the operating room. Computed tomography (CT) imaging confirmed leakage from the tip of the temporary pacemaker. The patient was transferred to the intensive care unit under continued drainage and intubation management. The patient has been weaned from the ventilator but still hospitalized. The device was disposed of and not expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a left atrial appendage laa closure procedure heart block, cardiac arrest, pericardial effusion, cardiac tamponade, and hypotension occurred. Septal puncture was attempted using a versacross connect radiofrequency (rf) transseptal wire which induced complete atrioventricular block and resulted in cardiac arrest. Cardiopulmonary resuscitation was immediately initiated and hemodynamics were restored. As a precaution, a temporary pacemaker was placed through the right internal jugular vein by the anesthesiologist. At the patients condition stabilized, the laa closure procedure resumed. A septal sheath and rf needle were used to perform the septal puncture, and a watchman closure device was successfully implanted. Upon removal of the watchman access system and watchman delivery system from the left atrial, transesophageal echocardiogram (tee) indicated an increase in pericardial effusion (pe) around the right atrium. Heart failure was reported as a pre-existing condition. Cardiac tamponade was diagnosed as the patients blood pressure also dropped. Hemodynamics stabilized following the administration of vasopressors, fluid infusion, and percutaneous drainage. Patient also received two units of packed red blood cells in the operating room. Computed tomography (CT) imaging confirmed leakage from the tip of the temporary pacemaker. The patient was transferred to the intensive care unit under continued drainage and intubation management. The patient has been weaned from the ventilator but still hospitalized. The device was disposed of and not expected to be returned. It was further reported, the patient has passed away. The patient was extubated and showed signs of recovery but developed a catheter-related infection. Antibiotics were administered, but the patient developed septic shock and multi-organ failure. A do not resuscitation (dnar) and palliative care were provided based on the families wishes. Medical narcotics were administered. It was further reported, there was no autopsy performed. The patient had a medical history of cardiac amyloidosis. It was further reported, CT imagining confirmed leakage from the tip of the temporary pacemaker. There was an interaction with the av node that potentially caused the heart block, and it was thought the veracross connect was the product that interacted. The infection was not procedure related, it was it was related to postoperative management. The cause of death was reported by the facility as cardiac arrest with sepsis.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem correction to d2b pro code (product code) and g4 premarket / 510k. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the cardiac arrest, complete heart block, tamponade, pericardial effusion and hypotension are known inherent risks of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the versacross connect access solution device confirmed that the events of cardiac arrest, complete heart block, tamponade, pericardial effusion and hypotension are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of cardiac arrest, complete heart block, tamponade, pericardial effusion and hypotension are known inherent risk of the versacross connect access solution device. Cardiac arrest, complete heart block, tamponade, pericardial effusion and hypotension are expected procedural complication addressed within the IFU for the versacross connect access solution. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.